Event description:
It was reported by service report that the IV pole weldment and push handle socket both have a cracked weld, exposing sharp edges. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Eval result: IV pole weldment, push handle socket.